Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this, it was observed that the lag screw step drill is dulled. A replacement was available and the surgery was completed.